Event description:
Information received indicates both head casters and the left foot caster continue to swivel after the brake is engaged.

Manufacturer narrative:
A technician replaced the three brake casters and installed brake/steer upgrade kits to repair the stretcher.